Manufacturer narrative:
A sheath and dilator were returned to the manufacturing facility for evaluation. The sheath sample revealed no visual anomalies. The sheath was leak tested without stressing the valve and no leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. Since the product code and lot number is unknown three recent retention samples were evaluated. Visual examination of the samples confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. The production product code/lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported issue cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
On (B)(6) 2016, upon opening a lab pack that was returned, a sample was found with a document that stated "leaking valve around the guide".